Manufacturer narrative:
This lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of low impedance is a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited one episode of low, out of range shock impedance (o ohms). The patient contacted the physicians office, reporting that device was beeping . All other measurements are within normal range. A technical service (ts) consultant reviewed the device data from the home monitor, and advised that this one episode seems consistent with electromagnetic interference (emi). Ts verified shock impedance was 50 ohms - 60 ohms before the episode, and consistently 50-65 ohms after the episode. The physician will monitor the patient closely. No adverse patient effects were reported.